Event description:
It was reported that, the debris shield got burnt during a procedure. The fiber and the debris shield were replaced, and immediately after restarting the procedure, an abnormal noise was heard coming from the fiber connection point, and then the fiber broke at the connector. The procedure was completed using another of same device. There were no patient complications. This complaint refers to the fiber that broke.

Manufacturer narrative:
Correction to field d1. Brand name. Correction to field d4. Model number, catalog number and unique identifier (UDI).

Event description:
It was reported that, the debris shield got burnt during a procedure. The fiber and the debris shield were replaced, and immediately after restarting the procedure, an abnormal noise was heard coming from the fiber connection point, and then the fiber broke at the connector. The procedure was completed using another of same device. There were no patient complications. This complaint refers to the fiber that broke.